Event description:
It was reported that after procedure the screen of the device freezes. No harm or injury reported.

Manufacturer narrative:
The device, which occurred after the treatment, was returned for evaluation. There was a relationship between the reported event and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device failed to boot up, boot up process froze at the smith & nephew logo screen. Root cause is a failed main pcb board. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This failure mode is currently being tracked and will continue to be monitored. No further investigation is required.